Event description:
It was reported to philips that the battery failed calibration at 45% capacity. The customer requested assistance from a philips representative. The customer explained that the battery for their device was faulty and required replacement. The service order was initiated by the customer as a means to obtain a replacement battery with no onsite evaluation requested. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and it was noted that the fuel gauge showed signs of physical damage. However, an initial battery capacity test resulted in all five of the led indicators illuminating, indicating an estimated charge of at least 80 percent. Furthermore, upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a known working device. Upon conclusion of the analysis, no fault was found with the battery that could have caused or contributed to the original allegation. Based on the initial investigation, it was originally reported that this was a malfunction of the battery (19221-0114-p). The customer was advised that the battery was no longer under warranty and they can purchase a replacement battery through the supplies group to resolve the noted issue. However, a follow up analysis of the returned battery was completed and there were no noted issues that could have caused or contributed to a potential malfunction. The battery was found to be fully functional and a cause for the original failure could not be determined. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the battery failed calibration at 45% capacity.